Event description:
It was reported that the patient underwent spinal cord stimulator (scs) explant procedure due to an inadequate stimulation. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from the date the manufacturer became aware. Block d6b: explant date: several years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 20990318.